Event description:
The user facility reported that they opened the sealed packet and noticed a kinked/bent arteriotomy locator and decided it was unsafe to use. The device was not used on the patient. Additional information was received on 17aug2023: manual pressure was used for hemostasis. Additional information was received on 18aug2023: the procedure performed for the patient prior to the attempted use of the angio-seal device that was opened for closure was a peripheral leg angioplasty. There was no report on blood loss. Patient condition was stable.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: vascular and endovascular surgeon. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. The likely cause is the locator was kinked while removing from the package. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).